Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. A picture provided by the customer appears to show a sheath tear on the unit. However, in the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Anterior hip replacement - doctor "attempted to remove the device from the patient anatomy at the end of the procedure when he realized the alexis ortho was trapped underneath the implant. It ripped a hole in the alexis ortho. He was able to remove the device and finish the procedure." Patient status - "no patient injury".